Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose levels of above 400 mg/dl. The customer specified other relevant blood glucose levels were 400 mg//gl and 454 mg/dl. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.